Event description:
It was reported that during a lap. Chole, the handpiece gave an error 4. The customer used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.